Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a severely calcified vessel. A 4.0 x 40 75cm mustang¿ balloon catheter was advanced to perform plain old balloon angioplasty. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.